Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips the device had an automatic defibrillation function failure during patient use. Additional details have been requested. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
H3 other text : customer refused service.